Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak at the back incision site. Upon surgical exploration of the back on 2015 (B)(6), it was noted that area had a superficial area suspicious for infection. The patient had a pressure sore over part of the catheter. The patient experienced drainage/incision wound opening and an unknown type of infection. The patient did not have a fever. The decision was made at that time to explant the catheter only and the pump remained implanted. The drug was removed from the pump and normal saline was injected into the pump to maintain function of the pump until the catheter could be replaced at a later time. The plan was to let the pressure sore heal and then re-implant a catheter at a later date. The pump was programmed to run normal saline at minimum rate infusion. The patient was hospitalized. The patient had been doing well following the catheter removal. On 2015 (B)(6) the pump was explanted due to infection. Swabs had been taken of the back incision and then the pump pocket and were (B)(6). The patient was started on intravenous (IV) antibiotics (B)(6) and vancomycin. For spasticity, the patient was taking oral baclofen daily and valium as needed. The patient was doing well following the pump explant. The plan was to replace the pump within 6 months. The device system had delivered gablofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that on (B)(6) 2015 the pump was filled with saline and set to minimum rate mode. The pump was not turned off.